Event description:
The customer reported that prime rewind and unexpected restart alarms were received on the insulin pump. The customer's blood glucose level was 132 mg/dl. The customer stated that insulin was squirting out during the manual priming process and then he could not exit the preparing to prime loop. The customer also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during basic occlusion test and unable to prime during the prime test due to faulty force sensor. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.